Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to eol, right ventricular lead dislodgement was observed under fluoroscopy. The lead was capped and replaced on (B)(6) 2016. The patient¿s condition was stable and satisfactory both prior, during and post procedure.